Event description:
Customer reported system would alarm when plugged in and would not boot. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the connectors on the isd board. System operates as intended.